Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 31-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving fentanyl via an implanted pump. The patient reported a loss of pain relief. On the date of the report, the patient had a catheter revision as in pre-op the patient stated ¿feeling¿ the catheter spine segment exit their spine access site, however, that was not the case seen in surgery. The patient also said they experienced a ¿ticking¿ when they were giving themselves a bolus with their ptm (personal therapy manager) leading to wanting to investigate the pump. No internal investigation was done with regards to the pump. The pump segment of the catheter was changed and successfully aspirated. It was noted that there was no pump alarm sounding through the entire procedure and the patient¿s ptm time and date were changed. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿unknown, however, patient has been known to be in and out of the clinic from compliance and follow up¿. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.